Manufacturer narrative:
The returned strips were tested and gave results that were >33.3mmol/l above fitness for use limits using blood. In-house strips gave satisfactory performance.

Manufacturer narrative:
The model# and initial reporter address were not provided.

Event description:
A (B)(6) customer received consecutive blood glucose readings of 33.3mmol/l on the contour next usb at approximately 10:00pm. She took 15units of humalog. She tested twice again at approximately 11:35pm. Readings were 33.3mmol/l. She took 15 more units of insulin but was feeling hypoglycemic. From 11:56pm to 12:18am her blood glucose readings on her meter ranged from 9.9 to 33.3mmol/l she became unaware, so was taken to the hospital, during which time she passed out. Her blood glucose reading at the hospital was 1mmol/l. She was given 3 injections of glucagon-like substance plus a glucose IV. Afterwards her blood glucose tested at 3mmol/l. She was given a bottle of juice/smoothie. Customer tested her blood with her own meter/strips, and then with her strips and the hospital's contour next. The readings were 33.3mmol/l and hi. She retested using the hospital strips in her meter, and then again with the contour next and hospital strips. The readings were 12.9 and 13.1mmol/l customer was discharged between 9-10:00am. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. Customer was advised to return the test strips for evaluation. New meter and strips were sent to her.